Manufacturer narrative:
The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 3 years post-implant, it was reported that the pt's event history indicated low speed and pump stoppages while connected to ac power. It was also reported that thrombus was suspected. Additional information indicated that the pt had been sent home; however, approximately a week later the pt had returned to the hospital due to power evaluations. The hospital staff connected the pt to a power module and it was reported that the pump had stopped so the hospital staff placed the pt back on battery support. Later that evening the pt underwent a pump exchange and was recovering in the ICU. Additional information received indicated that on (B)(6) 2014 it was reported that the pt had abdominal pain associated with abdominal bleeding due to the recent pump exchange, as additional room was needed in the pump pocket. Over the next 2 days, the pt was given 5 units of blood and aspirin and heparin were stopped; however, the bleeding continued. On (B)(6) 2014 the pt was given fresh frozen plasma (ffp) and vitamin k and was on total parenteral nutrition (tpn). The pt's hemoglobin was 7.0 and appeared to be stable.